Event description:
The patient reported telemetry issues in late 2008, an overdischarge was suspected. In early 2009, the representative interrogated the ins; it said it was discharged and the rep knew that the patient had not used the stimulator in months. When they started to recharge it, the process went normally and the ins charged back up to 25% within 90 minutes. It turned out the patient was recharging occasionally even though he wasn't using it. They were able to proceed with a lead revision (date unk). Seven months later, the patient called stating the body was rejecting his implants. For issues related to the infusion pump system, see manufacturer report 3004209178-2009-00494 and 3004209178-2009-03346. The patient stated the leads "came undone, the wire to charge the ins is broken". The leads have come undone a few times. He is having increased pain. The patient is requesting to have both the stimulator and infusion pump removed. The patient also stated he feels his body is rejecting his devices; about 1 1/2 years ago, he had sepsis (date unk). The patient estimates he has had or 8 surgeries within the last year alone. He stated the devices gave him a lot of relief when they both worked.